Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "surgeon templated to a 56mm cup. Upon reaming, decided to put in a 54 mm titanium cup. He decided that the cup needed to be repositioned a "little bit" and he took a drift and hit the rim a number of times. Upon inserting a trial insert, saw that he had distorted the rim. He was afraid that a real liner would not seat. He decided to remove the cup and replaced it with a titanium hemispherical shell, 54mm. He was happy with the position and finished the case with no more problems."